Event description:
Surgical light support arm broke at weld while being positioned. The hospital staff person positioning the light was able to support it while it was suspended by the wiring. No injury was reported.